Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the reported meter is designed to give readings between 20 mg/dl and 500 mg/dl, and a "hi" display message will appear on the screen for readings over 500 mg/dl.

Event description:
The customer's caregiver reported the customer received a "hi" reading on their blood glucose meter, and then two minutes later a second reading of 144 mg/dl. As a result, the customer's caregiver reported she did not feed the customer. The customer reportedly experienced diaphoresis and then lost consciousness. The customer's caregiver also reported she treated the customer with a glucose tablet, and when the customer became unresponsive she gave them a glucagon injection and called the paramedics. Upon the paramedics' arrival, they checked the customer's vital signs, their blood glucose level (reading reported: 67 mg/dl; meter is unknown) and transported them to a hospital. During the ride to the hospital, the paramedics checked the customer's blood glucose once again and reportedly obtained a reading of 47 mg/dl (meter is unknown). Results of 501 mg/dl and 144 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.